Manufacturer narrative:
Upon inspection and testing of the returned device, the reported issue (image not clear) was confirmed. Service found there were multiple broken elements, the probe unit was loose, and the pink rubber of the acoustic lens was chipped. The bending section cover (a-rubber) and bending section cover adhesive were found to be non-olympus components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the image with the subject device was not clear. The reported issue occurred while preparing the subject device for use, prior to an unspecified procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive on the forceps cover was peeling. This report is being submitted for the malfunction found during evaluation of the device (adhesive peeling). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the forceps cover glue to be peeling most likely due to a shock caused by dropping and knocking the endoscope to a hard surface or object from a handling issue. The specific root cause of the forceps cover glue peeling could not be determined at this time. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.